Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), uterine prolapse ("uterus falling out"), ovarian cyst ruptured ("ovarian cysts"), seizure ("seizures"), uterine haemorrhage ("abnormal uterine bleeding"), kidney infection ("kidney infections"), genital haemorrhage ("abnormal bleeding (general)") and cystitis ("infection (bladder/ urinary tract/vaginal)") in a (B)(6) year-old female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2010. The patient's medical history included multigravida (four pregnancies), multiparous, parity 3 (three live births - (B)(6) 2007, (B)(6) 2008, (B)(6) 2010 - oldest son had umbilical cord wrapped around his neck; second's heart rate dropped and she had to be placed on oxygen; and third son was in ICU due to breathing problems) and bipolar disorder. Concurrent conditions included underweight, gallstones, gallbladder operation since (B)(6) 2015, mania, anger, learning disorder, attention impaired, hyperactive, suicide attempt, physical abuse and physical abuse. Concomitant products included hydrocodone since (B)(6) 2015 and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain (constant)"), vulvovaginal pain ("constant vaginal pain") and pain in extremity ("constant leg pain"), 11 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual cramps / severe abdominal pain during menstruation/ dysmenorrhea"). On (B)(6) 2013, the patient experienced depression ("worsening of depression") and anxiety ("anxiety"). In 2013, the patient experienced kidney infection (seriousness criterion medically significant), dyspareunia ("constant painful intercourse") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In 2014, the patient experienced alopecia ("hair loss") and peripheral swelling ("swelling in legs") and was found to have weight increased ("weight fluctuations/weight gain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge") and migraine ("migraine headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), vaginal infection ("vaginal infection") and rash pruritic ("rashes and itching"). In 2016, the patient experienced dry skin ("dry patches of skins"). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain /cramping/lower abdominal pain (constant)"), menorrhagia ("severe menstrual flow/abnormal, heavy bleeding, during menstruation"), arthralgia ("hip pain (constant)"), back pain ("severe upper and lower back pain (constant)"), uterine pain ("severe uterine pain (constant)"), dysgeusia ("metallic taste in mouth"), psoriasis ("psoriasis"), vaginal haemorrhage ("vaginal bleeding"), headache ("head pain"), abdominal pain ("abdominal pain") and weight fluctuation ("fluctuation"). The patient was treated with ascorbic acid;biotin; minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins), ibuprofen, paroxetine hydrochloride (paxil), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) and tramadol. Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, kidney infection, genital haemorrhage, cystitis, urinary tract infection, nausea, vulvovaginal pain, pain in extremity, dry skin, vaginal haemorrhage, headache, abdominal pain and weight fluctuation outcome was unknown and the uterine prolapse, ovarian cyst ruptured, seizure, abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, pelvic pain, arthralgia, back pain, uterine pain, migraine, dyspareunia, alopecia, depression, anxiety, peripheral swelling, rash pruritic, fatigue, dysgeusia, weight increased and psoriasis had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, ovarian cyst ruptured, pain in extremity, pelvic pain, peripheral swelling, psoriasis, rash pruritic, seizure, urinary tract infection, uterine haemorrhage, uterine pain, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure devices. Discrepant information regarding the date of birth of her third son ((B)(6) 2010) was reported. Further information is expected through the litigation process. Coils: right tube 7# of coils and left tube 3# of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: partial occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received- events weight fluctuations,abdominal pain and head pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.